Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned. Visual and functional inspections were performed on the returned device. The cuff miss was confirmed. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device via a 6fr sheath after an aortagram. Reportedly, a cuff miss occurred. Manual arterial compression was held for 15 minutes to achieve hemostasis. There was no adverse patient sequela and no clinically significant delay in the procedure. The patient outcome was good. The physician is reportedly trained in the use of the proglide device. No additional information was provided.